Event description:
It was reported that the pt. Had tka (B)(6) 2013 . Jumped off of fence sheared the post.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant or supporting documentation was provided, therefore a thorough medical investigation could not be performed. However, per the complaint details, the post broke upon blunt force trauma/jumping off fence. The patient impact beyond probable pain, the revision surgery itself, and an expected post-op rehabilitation phase cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.